Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during implant attempt, while placing the lead the suture sleeve moved into the cephalic vein and became stuck. The physician pulled back on the lead and the suture sleeve came off of the lead. The suture sleeve was then successfully removed with a snare. The lead was then implanted and remains in use. No patient complications have been reported as a result of this event.